Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the altitude alarm issue could not be verified.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was "high", although specific value was not provided, and a high ketone level identified as dangerous by healthcare provider. A manual injection was given to delivered to address bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed. It was also reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.